Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient suffered from positive dysphotopsia and it was reported at week 1 and 1 month post op. The patient's post op va was good and did not have any underlying conditions. The patient had to wear sunglasses indoor and had explant performed due to unbearable glares. His daily activity was significantly affected. There was no delay in treatment or other interventions performed. No further information was provided.